Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger power connector problem) has been confirmed. Upon investigation, the battery charger/modem was unable to power on or charge a battery and there was liquid contamination on the battery board. The cause for the failure was isolated to a defective power supply brick and the contamination of the battery board. The root cause for the defective power supply brick could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that there was a problem with the battery charger power connector.